Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: not observed openings on the device. Use-error: observed non penetrating nick assessed as non penetrating nick. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data.